Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. The device was not returned, so no analysis was conducted. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system's emitter was not working well. It was reported that every single instrument out of the tray failed about 10 times. The site had not changed anything else on their system. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the fusion system in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. This event is now being reported under regulatory rep #: 1723170-2019-03810. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the instruments failed testing. The instruments had a geometry error of 5 and were bent. The bent instruments were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.